Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio will make unrelated repairs to the device and physio will replace the device's user interface to resolve the reported issue. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a cracked screen and a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement in this event.

Manufacturer narrative:
Physio-control further determined that the cause of the reported issue was due to a cracked lcd.

Event description:
The customer contacted physio-control to report that their device had a cracked screen and a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement in this event.